Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reports "these are wonderful kits but there is a high incidence of pneumothorax or inadvertent air entry with these kits. They don't have the one way valve locking system like the safe t- centesis kits. As soon as the catheter is in, if we don't occlude the open port, air entry into the pleural space can occur. It doesn't happen all the time but it was a bit more frequent than what I noticed with safe t-centesis kits." No further information was available regarding specific event details or patients.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reports "these are wonderful kits but there is a high incidence of pneumothorax or inadvertent air entry with these kits. They don't have the one way valve locking system like the safe t- centesis kits. As soon as the catheter is in, if we don't occlude the open port, air entry into the pleural space can occur. It doesn't happen all the time but it was a bit more frequent than what I noticed with safe t-centesis kits." No further information was available regarding specific event details or patients.